Manufacturer narrative:
Maciejewski, d. R., tekieli, l., trystula, m., tomaszewski, t., machnik, r., & legutko, j. Et al. (2020). Clinical situations requiring radial or brachial access during carotid artery stenting. Advances in interventional cardiology/postepy w kardiologii interwencyjnej, 16(4), 410-417. Https://doi.org/10.5114/aic.2020.101765. Date of event: implant date approximated using the date literature article was received for publication.

Event description:
It was reported via journal article that an ischemic stroke occurred. A major ischemic stroke occurred within a few hours of carotid artery stenting. Despite usage of a closed-cell designed stent (carotid wallstent), it was impossible to avoid neurological embolic complications. Patient subsequently improved substantially over the next few weeks.